Event description:
A (B)(6) man with hypertension and ascending thoracic aneurysm, claimed that he used the blood pressure monitor around 3:30 am when he woke up with some chest pain. It pumped air once, released the pressure, then pumped the second time and released the pressure. After the third pump, the device malfunctioned. Allegedly, the air pump broke while it was squeezing his arm without releasing air. This happened deeply at night after waking up and the old man noted that he did not think about taking the cuff off, just looked at the unit disoriented and then he lost consciousness and fell on the ground. He was taken to the emergency room and then hospitalized for observation. The device has been returned to onbo for eval. The old man claimed he did nothing when the deflation of the device had problems the third time. We think under this situation, he should press start/ stop button of the device according to the user manual which defines the user can press start/stop button in case he/she feels uncomfortable during the measurement, then the device will immediately lower the pressure of the cuff automatically. Therefore, this event will not happen if the old man did this according to the user manual.

Manufacturer narrative:
Conclusion: this is a malfunctioned device that cannot work; this is an only case we know of so far from the market. We will keep watching any similar market feedback; we have not found similar cases after inventory check.